Event description:
Animas called the diabetes educator on (B)(6) alleging to follow up with a (B)(4) alarm and was informed that patient was hospitalized for dka. Animas spoke with the patient's husband regarding the hospitalization. Animas attempted to follow up with the husband to gather more information regarding the incident, but was unable to reach him. He says that when the patient woke up on (B)(6) her blood glucose level was 550 mg/dl. He said the patient gave corrections with the pump and by evening her blood glucose level was 350 mg/dl. He says that around 1:30 pm on (B)(6) the patient passed out on the floor. The husband called 911 and the patient was admitted to the hospital. He says that upon admission the patient's blood glucose level was over 600 mg/dl on the hospital meter. The patient reportedly changed his infusion site on either (B)(6). He is uncertain whether the patient had any issues with the infusion site. The pump was with the diabetes educator who was unable to troubleshoot the pump. Although troubleshooting could not be performed this complaint is being reported because the patient reportedly suffered a serious injury while on pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission 05/22/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the keypad was peeling around the ok keypad button and the keypad was completely missing at the down arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Evaluation revealed that all keypad buttons are intermittently responsive and that all button contacts were inverted. Evaluation also revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.